Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Investigation summary: the non-sterile 4mm x 10cm galaxy g3 xsft coil was received contained in a pouch. The device underwent visual inspection. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 5 cm and 186.5 cm from the proximal end and was protruded. The marker band was located at 45 cm from the hub, which is within specification. The introducer was inspected, and several compressed areas were observed and there were residues of dry blood inside. The resheathing tool was without damage. The returned device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) and articulation joint were observed in good condition; both were outside of the introducer and both had residues of dry blood noted on them. The resistance heating does not show evidence of being heated. The embolic coil was also outside of the introducer, in stretched condition and had residues on dry blood on it. Functional analysis could not be conducted based on the condition of the returned device. The introducer had compressed areas and had dry blood residues. The reported issue related to the resheathing failure could not be confirmed through functional analysis as the returned device could not be functional tested due to the condition in which it was received. The kinks observed on the dpu and the compressed areas observed on the introducer may have been caused by excessive force during handling; though the exact cause cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l12668) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The cause of the reported resheathing failure could not be conclusively determined. The compressed areas observed on the introducer are likely due to forced applied; it is possible that excessive force was inadvertently applied during the procedure. The presence of the dry blood residues also suggests that there was likely insufficient flush maintained. The instruction for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimum performance. Insufficient flush allows blood to back-flow into the microcatheter, which can result in resistance / friction; which may be a factor in the reported issue since there were residues of dry blood observed in the introducer. Coil stretching is a known potential issue associated with the use of this device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 10cm galaxy g3 xsft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the basilar artery, the 4mm x 10cm galaxy g3 xsft coil (glx120410 / l12668) was the fourth coil to be used, but the concomitant sl-10® microcatheter (stryker) came out of the target lesion and the coil had to be resheathed due to the repositioning of the microcatheter; however, the coil could not be resheathed. It was confirmed that there was no difficulty encountered during the unsheathing (stripping away) the introducer tube from the delivery tube of the detachable coil system (dcs). It was also confirmed that there was no damage observed on the introducer prior to the device use. Excessive force was not applied during the unsheathing or the resheathing attempt. The 4mm x 10cm galaxy g3 xsft coil was replaced with another same size coil and the procedure was completed without further issues or delay. There was no report of any patient injury or complication as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the 4mm x 10cm galaxy g3 xsft coil was in a stretched condition. Based on the product analysis completed on 4/30/2019, this event has been deemed MDR reportable as a ¿malfunction.¿